Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 134006, pencil,abc,bend-a-beam,6" long device was being used during a hepatectomy open procedure on (B)(6) 2024, and ¿after 2 or 3 argon firing, the surgeon notice that the ceramic tip was missing. Fortunately enough, they find it in the patient body on the liver. They took another, 134006 to do the case¿. The procedure was completed with an alternate same device and a delay of 5 minutes. Follow-up assessment found that all fragments and components were retrieved from the patient by hand. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 134006 in opened original package. Lot number was verified. Performed a visual inspection, which verified the reported event. Performed a functional inspection using the esu system 7550 (c8406), the device functioned as intended. Root cause cannot be determined, however, based upon the IFU; a possible cause of this event could be that before use the device was not examined for obvious physical damage. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of four reports, regarding four devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the user is advised that these devices should be inspected before use. Visually examine the devices for obvious physical damage and do not use if found: cracked, broken or otherwise distorted plastic parts; broken or significantly bent handle, shaft or connector contacts. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 134006, pencil, abc, bend-a-beam, 6" long device was being used during a hepatectomy open procedure on (B)(6) 2024, and ¿after 2 or 3 argon firing, the surgeon notice that the ceramic tip was missing. Fortunately enough, they find it in the patient body on the liver. They took another, 134006 to do the case¿. The procedure was completed with an alternate same device and a delay of 5 minutes. Follow-up assessment found that all fragments and components were retrieved from the patient by hand. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.